Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin) results generated on a unicel dxi 800 access immunoassay system tor two pts. The customer re-ran the samples on a different instrument and the results were within the reference range. The initial erroneously elevated results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008, to investigate the event. The fse checked alignments, performed high sensitivity system check, completed a 200 replicate precision test on a tni with di water, and 50 reps of low control. No issues observed. Ran controls. No issues found. The fse verified repair per establishes procedures. Results meet published performance specifications. The customer indicated that the sample test tube did not have sufficient blood in it when it was tested on the instrument. A tube with insufficient blood will have an excess amount of heparin which can interfere with the antigen-antibody interaction. Sample handling is the root cause for this event. MDR# 2122871-2008-297 documents the results for pt 1. This is 2 of 2 separate MDR reports related to 2 pt events associated with a single malfunction report. Reference MDR numbers: MDR 2122870-2008-297, 2122870-2011-05294 for all relative events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add¿l reportable events.